Event description:
It was reported that the customer experienced a blood glucose of 86 mg/dl; the customer took glucose tablets to address bg. Subsequently, the customer went to the emergency room (ER) and was treated with juice. The customer alleged that the pump delivered a bolus without user request; however, a log review revealed that a manual bolus was requested and delivered by the user. The customer was released the next day with the issue resolved and no permanent damage. The customer acknowledged and continued using the pump for insulin therapy.